Manufacturer narrative:
Concomitant products: product ID: 37092, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
The manufacturer representative (rep) reported poor communication with the patient programmer (pp). The patient tried unsuccessfully to synchronize using the patient programmer with and without the antenna. The patient reported a sudden change in therapy/symptoms. The patient was in pain on (B)(6) 2016 and increased stimulation to where it was comfortable. After a while, stimulation started bothering the patient. The patient was not able to turn stimulation down or shut it off. The patient wanted to turn stimulation down and spent 25-30 minutes trying to get stimulation off. On (B)(6) 2016, the patient reported having received the replacement patient programmer, but was still getting poor communication. A replacement antenna was sent. Indication for use included chronic low back pain, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.